Event description:
Home pt (hp) reports feeling pain in shoulders several weeks ago. X-rays taken on 11/22/99 and 11/29/99 revealed free subdiaphragmatic air. Hp relieved discomfort by using over the counter tylenol and ice packs. Hp states that pt used 1 12 ft. Extension line at the pt end and connected it at "connect pt" without being primed. Healthcare professional (hcp) reports no pt injury or medical intervention required as a result of incidents.